Event description:
During routine testing of the device at the service center, the service technician reported the monitor would not power up when on battery power. The device was originally returned for a f070 error code when the power failure occurred. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.